Event description:
Customer reportedly received results of 108 mg/dl, 347 mg/dl, 119 mg/dl, and 288 mg/dl within 2 minutes on the aviva system. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.